Event description:
It was reported that post treatment procedure, a catheter break occurred. For the past three years the percuflex nephroureteral stent has been getting replaced every three months. Recently when the tube comes of out of the body, the patient has to tape it down causing it to become crimped where it comes out and it stops the flow and results in a breakage. Eventually, the tube needs to be retaped and it moves a little bit and breaks. The patient noted that "it¿s just kind of unreliable at the point of exiting the body." Due to the crimping the device has to be replaced earlier. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).